Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported the loss of tooth # 9 (upper left central incisor). The patient did not report requiring medical intervention to alleviate the reported symptom. The patient did not report taking or being prescribed medication to alleviate the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor shared the potential root cause could have been a localized severe periodontal condition.